Event description:
Philips received a complaint from the customer on the v60 ventilator indicating a device malfunction as the device shut off on its own. There was no patient involvement at the time the issue was discovered as the issue was found when the device was getting ready to be used on a patient. No patient or user harm was reported. The device was taken out of service. The customer was not in front of the device at the time of the call but explained that the device ran on battery at times upon looking in the history. The customer took pictures of the significant event log and found that there were no error codes that start with 10 (vent inop diagnostic codes) or 11 (check vent diagnostic codes). The customer informed the remote service engineer (rse) they will call back once they are in front of the device again; however, the rse has been unable to perform any troubleshooting as the customer has not responded to any of the rse's calls or emails. The investigation is ongoing.